Event description:
Patient revised to address loosening of polyethylene liner. Surgeon suspects, it was never fully seated during initial surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.